Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service).

Event description:
It was reported that there was a red alert remote transmission for a device that had reached end of service before recommended replacement time. It was found that excessive charge time drained the battery resulting in premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.